Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and functional test of the returned device were performed following j&j medtech procedures. Visual analysis revealed a spline bent and some electrodes lifted and dented with a foreign material. A dimensional test was performed, and outer diameters of the device were found within specifications. A fourier transform infrared spectroscopy (ftir) analysis was performed and data reveled that material showed the absorption bands for polytetrafluorethylene (ptfe)-base material. A manufacturing record evaluation was performed for the finished device 31339933l number, and no internal actions related to the reported complaint condition were identified. The pt-fe observed in the electrode and the electrodes lifted could be related to the resistance issue reported by the customer, therefore, the customer complaint was confirmed. The splines bent issue reported by the customer was confirmed. The pt-fe in the spline and lifted electrodes could be related to the manipulation of the device with a sheath during the procedure, however, this could not be conclusively determined. The instructions for use contain the following recommendations: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded back toward the handle. Collapse the spines together using the insertion tube prior to insertion. The catheter is recommended for use with an 8.5 f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with a transseptal sheath featuring side holes larger than 1.25 mm in diameter. Do not use excessive force to advance or withdraw the catheter through the guiding sheath if resistance is encountered. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac procedure with a an octaray mapping catheter for which biosense webster¿s product analysis lab (pal) identified a bent spline and some electrodes lifted and dented with a foreign material. Initially, it was reported that there was a strong resistance when removing the catheter from the patient¿s body. One of the spines had been bent when the catheter was removed. It was noted twenty (20) minutes after the start of catheter use. The octaray was replaced, and the procedure was continued. The procedure was completed without patient consequence. The spline bent and resistance with sheath were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 15-nov-2024, a spline bent was observed with some electrodes lifted and dented with a foreign material. This was assessed as MDR reportable with an awareness date of 15-nov-2024.